Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to hypoglycemia. Customer's blood glucose was 30 mg/dl. Customer states that this was a past event and was unsure of details. Customer was advised to follow up with healthcare professional.